Manufacturer narrative:
Additional information is provided in section d4. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(6).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that "a laparoscopic cholecystectomy was performed on the patient, where intra the pavilion, the needle holder (surgeon's assistant) is handed to the surgeon, the suture is tightened inside the patient, it is cut, the needle does not return, intraoperative x-rays are performed, no needle was found, checks the operating room was looked over, no needle was found". No detailed article information available (e. G. Article number). There is no information about a product defect of the needle holder.

Manufacturer narrative:
Result of investigation: since the return form was filled out incorrectly, it has gone through a different process. As the item was not sent in properly for inspection, no detailed investigation can be carried out on the complained material. According to the customer's error description, the most likely cause is an operating error. There are two possible scenarios here: it is possible, as the article has a production date of 09.2018 according to lot wr01 and is therefore 5 years old, that the hard metal plates at the distal end were closed, which meant that the holding function was no longer given, and the needle slipped out of the mouth part. However, the most likely defect is a loosened connection. Here, for example, the pull rod could have shown signs of wear due to the application cycles, which could have led to a break and thus to a defect. The event is filed under internal karl storz complaint ID: (B)(4).